Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that when trying to access the system hard drive there were long pauses, up to five minutes. The log files showed several database and frame grab errors. The mvs computer was replaced and all configuration files were reloaded. A full imaging system check-out was completed after part replacement and full system functionality was confirmed. The replaced computer has been returned for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error message and was operating very slowly. The error message stated that the mobile viewing station (mvs) computer was corrupted, and a reboot was required. Also, the representative reported that during reconstruction of 3d images, the progress bar would only advance every 30 seconds. The use of medtronic imaging was discontinued and the case was completed using a c-arm for imaging, after a 15 minute delay. The patient was not impacted by the reported event. No additional details were provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Medtronic investigation of returned suspect computer found the computer was running slow. During bench testing, the computer passed virus scan, time/date check, cmos battery check, and the os and application loaded without issue. It was noted that the computer does run very slow. After clearing the system logs in bios, the computer did not run at expected speed. The computer was installed in the imaging test system and found the system exhibited lag and at times, would not ready. Performed raid and reloaded 3.2 software, and the computer now functions as expected. The 2d and 3d imaging, store, and database access are all achieved in a timely manner. The reported event was confirmed to be caused by corrupt os. As previously reported, the computer was replaced to resolve the issue.